Event description:
Customer reported her insulin pump alarmed button error after she jumped in a swimming pool with the device one. Customer's blood glucose is 150 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. Intermittent button response due to moisture damage on keypad traces. Moisture damage noted on electronic assembly. No moisture damage noted on motor assembly.